Manufacturer narrative:
Due to insufficient information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable test results for 1 patient sample on a cobas c 503 analytical unit. Results for the following assays were affected: creatine kinase (ck), aspartate aminotransferase acc. To ifcc ii (ast), alanine aminotransferase acc. To ifcc ii (alt), lactate dehydrogenase acc. Ifcc ver.2 (ldh), g-glutamyltransferase ver.2 - standardized against ifcc / szasz (ggt), bilirubin total gen.3, and glucose hk gen.3. Ck: the initial ck result was 139 u/l, and the repeated result was 408 u/l. Ast: the initial ast result was 13 u/l, and the repeated result was 50 u/l. Alt: the initial alt result was 5 u/l, and the repeated result was 29 u/l. Ldh: the initial ldh result was 167 u/l, and the repeated result was 479 u/l. Ggt: the initial ggt result was 11 u/l, and the repeated result was 22 u/l. Bilirubin-total: the initial bilirubin result was 0.4 mg/dl, and the repeated result was 1.0 mg/dl. Glucose: the initial glucose result was 60 mg/dl, and the repeated result was 151 mg/dl. The repeated results were obtained on another module.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.